Event description:
It was reported that a user experienced a loss of glucose readings when using a dexcom g7 sensor, described as a brief sensor issue with signal loss, and was instructed to toggle between g6 and g7 settings and re-enter the pairing code as part of troubleshooting and education. Symptoms included an absence of glucose data due to interrupted sensor communication. Outcomes included temporary interruption of continuous glucose monitoring. Investigation included remote troubleshooting, user education, and pairing verification steps. Investigation of this case revealed a transient sensor communication problem consistent with a brief g7 sensor issue without identification of a responsible device component. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that resolved or was expected to resolve with re-pairing and standard troubleshooting.